Manufacturer narrative:
Additional narrative: g5-510k: this report is for an unknown screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the adapter was blocked and did not allow forward advancement or retraction of the ankle when assembled on the screwdriver shaft. The screw placement was performed without using the ratchet adapter. There was no delay. Concomitant devices: ratcheting adapter, cannulated (part 286710490, lot unknown, quantity unknown). This report is for one (1) unknown screwdriver. This is report 1 of 1 for (B)(4).